Event description:
The threaded stud with nut attached fell out of the bottom of the hoyer jack causing the jack to slip off the base resulting in the boom lowering and the resident landing on the floor.